Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, opening on posterior and brown particles in the shell. A leak test and microscopic analysis was performed which identified; crease sooth opening, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.